Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. One photo was received from the field showing the bulbous deformation outside of the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the device deformity incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 30mm amplatzer cribriform multi-fenestrated septal occluder was chosen for implant using an 10f amplatzer trevisio delivery system. During the procedure, the occluder did not conform into the desired shape. It was noted that it took a "bulged" shape. The procedure was completed using new 30mm amplatzer cribriform. It was also noted that there were interactions with the inter atrial septum. The patient remained hemodynamically stable throughout the procedure

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.